Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was found cracked and initially functioned when taped, then stopped functioning, and a replacement was shipped with instructions provided for shutdown, data sync, startup of the replacement, continued cgm use, return of the original device, and delivery expectations. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included a transition to backup therapy without medical intervention or hospitalization. Investigation included customer troubleshooting and education. Investigation of this case revealed a cracked or broken display consistent with hardware damage leading to pump nonfunction, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display resulting in loss of function.